Event description:
It was reported that the patient fainted. There was high impedance, confirmed fracture, no r wave measurement, no pacing at high output on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).